Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the pt presented the surgeon complaining of instability of the left knee. Surgeon took x-rays which showed negative, and surgeon did a diagnostic orthoscopic procedure and diagnosed the post was broken on the scorpio tibial insert. The surgeon revised the pt and used a new scorpio insert.